Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on all of its channels. Technical services (ts) was consulted and discussed how based on the presenting data, the noise was due to electromagnetic interference (emi) and looked like it occurred while the patient underwent a procedure. This device remains in service. No adverse patient effects were reported.